Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected flashing black blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller and a cracked lcd screen. Unable to perform displacement test due to the display anomaly. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked lcd window, scratched lcd window, cracked keypad overlay, keypad overlay scratched, keypad overlay peeling, broken belt clip rail, scratched case. The cracks and scratches on the lcd window are severe making it impossible for anyone to read and navigate the menus.

Event description:
Information received by medtronic indicated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.